Manufacturer narrative:
A patient experienced pain at the ipg pocket site was reported to abbott. As a result, the patient's ipg was explanted and replaced in a different location. Therapy was restored and issue resolved. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event: date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg pocket site. As a result, the patient underwent surgical intervention on (B)(6) 2021, wherein the patient's ipg was explanted and replaced in a different location. Therapy was established post operatively and issue resolved.